Manufacturer narrative:
(B)(4).

Event description:
During surgery, after inserting the flexible passing pin in the patient's femur, the 4.5. Clansy flexible drill broke when the drilling started. It is unknown if a backup device was available or if there were any delays. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution. Evaluation codes updated.

Manufacturer narrative:
Providing additional information: the broken bit was removed from the patient.

Event description:
During surgery, after inserting the flexible passing pin in the patient's femur, the 4.5. Clansy flexible drill broke when the drilling started. The broken bit was removed from the patient. It is unknown if a backup device was available or if there were any delays. No patient injuries were reported.